Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown unexpectedly. They tried swapping the hdd's, but the device displayed a "protect keys" error. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) shutdown unexpectedly.